Event description:
While the handpiece was running it stalled a few times and then got hot to dentist's hand, but did not cause any injury.

Manufacturer narrative:
The analysis did show that the bearings have been stiff, the bur slipped and the handpiece had some debris inside. The heat up of the head was reproducible during a short test run. The condition of the bearings is due to a normal wear process. The worn bearings cause higher friction and therefore the heat up of the head. Kavo recommends to set up a service interval for a licensed shop to clean, service and check the function of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Reported due to the 2 year presumption rule.